Event description:
Reporter, an health care professional at a medical facility, stated that she suspected the meter had been running 'high'. This meter is used in training. Memory readings were unavailable at this time. In a later phone call the nurse who actually uses the meter stated that after testing on a pt it was suspected the reading may have been high and, as a result, a lab sample was drawn with a blood glucose result of 183 mg/dl for comparison.